Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
On 2017-jan-25 arjohuntleigh was initially notified about incident with regards to enterprise 9000 bed. In received complaint it was reported that the beds backrest raised without any buttons pushed with patient on the bed. It was reported to FDA under MFR no.: 3007420694-2017-00037. This is the second event (which was indicated in the previously mentioned report) that happened when arjohuntleigh technician visited customer facility ((B)(6) 2017) and the device was taken out of service. No patient involvement reported. Even though there are no injuries reported the complaint is deemed reportable due to the device malfunction. Arjohuntleigh is still in the process of gathering further details of the event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2017-jan-25 arjohuntleigh received complaint recorded under (B)(4) (manufacturer report no: 3007420694-2017-00037) where it was stated that backrest section of enterprise 9000x bed has raised without buttons being pushed. Following the information collected, the backrest raised without a button being used on purpose while the patient was heavily sedated and sleeping. There was no other witness of this incident as the patient was left alone in room. Caregivers were alerted by respirator/ventilator alarm - this however was not confirmed to be related to the incident. No consequences to the resident nor caregiver were reported. The involved device enterprise 9000x, with serial number (B)(6) was manufactured on 14 nov 2016. The device history record has been reviewed; no anomalies were recorded at the time of manufacture, it was 100% electrical functionality tested before being cleared for dispatch - as per standard procedure. When reviewing similar reportable events registered in the last five (5) years (since feb 2012 up to feb 2017) for enterprise devices, we have found a number of cases that may relate to the issue investigated here: enterprise 9000x backrest section raised without any handset button was being activated. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. After the event, the device was moved through the arjohuntleigh inspection where the same symptom recorded under separate complaint (B)(4) (investigated one, awareness date 2017-feb-02) was observed (backrest section raised without any handset button was being activated) however the stated failure could not be reproduced and no technical malfunction was found within the device. Based on the collected information and findings made during the inspection of the involved device, it appears likely that the root cause of claimed failure could be associated with the side panel, however any part damage was confirmed and the side panels were replaced just as a precaution measure. The faulty parts were replaced and the device was reported to work as per manufacturer specification. The device was released for customer use. In this particular case we cannot confirm that the uncommanded movement of the device has been caused by an accidental button activation on the control panel or handcontrol as the only person present in room was sleeping while the incident occurred. In this case we can only assume that power surges may be a contributing factor to the issue occurrence, nevertheless we were not able to confirm or deny this theory. The instruction for use provided with the involved device (746-591_en_5 dated on july 2013) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed" warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls" information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." It needs to be emphasized that the likelihood of the occurance of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although in the investigated complaint there was no adverse outcome, based on a potential for harm with high severity we determined to view this complaint as reportable in the abundance of caution. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure, we can only assume that power surges may be a contributing factor of the uncommanded bed movement. The device was not used for patient treatment, no adverse event was reported.